Manufacturer narrative:
This alleged failure mode poses a low risk to a pt because the issue was observed when the companion 2 driver was not in use by a pt. In addition, it would not prevent a companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.

Event description:
This companion 2 driver was not supporting a pt. A syncardia clinical support representative reported that after performing a system check on this companion 2 driver, the heart rate on the driver was taken to 0 so it could be moved to the pt's room for a driver switchout. During this time the companion 2 driver exhibited a "single compressor malfunction" alarm. The driver was not plugged into wall air while the heart rate was 0. The driver was turned off and the heart rate was again turned down to 0 after start up, causing another "single compressor malfunction" alarm. The driver was turned off and restarted in the pt's room with wall air attached. The pt was successfully switched to this driver. The syncardia clinical support representative also reported the pt is still being supported by this driver.